Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 6 inappropriate shocks. It was noted that this ICD was unable to identify whether atrial arrhythmias were present as it was a single chamber device. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.